Manufacturer narrative:
Result: communication cord.

Event description:
It was reported by service report that the communication cord was missing causing nurse call to be un available. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.